Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 red leaked. Patient (B)(6) was receiving medication via both intravenous infusion and intravenous drip. After the nurse connected the three-way stopcock, leakage occurred. The infusion was immediately paused, and a new three-way stopcock was replaced to continue the infusion, without affecting the treatment.